Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The DHR aer unit (sn (B)(4)) was not reviewed as the root cause was determined to be use error and not manufacturing related. The service and complaint history review for six months ((B)(4) 2010) for this unit (sn (B)(4)) per the account history does not show any similar issues due to incorrectly setting the disinfect time on the aer unit. Thus, there is not a significant trend. Trending analysis (cpuy complaint per unit year chart) for the problem code "e09-disfectant time not entered" did not reveal a significant trend over the past 12 months ((B)(4) 2009 - (B)(4) 2010). The fmea (failure mode effects analysis) risk priority numbers (rpn) for the aer for all leak related failure modes are below the threshold of 100, indicating that the associated risks are minimal. The fmea (failure mode effects analysis) risk priority numbers (rpn) for the cidex opa solution for insufficient exposure time is below the threshold of 100, indicating that the associated risk is minimal. The shuma (system hazard and user misuse analysis) for cidex opa solution / disopa was reviewed and it was determined that the risk due to improper soaking is a category ii - as low as reasonably practicable (alarp); therefore, no further action is required at this time. The hhe (health hazard evaluation) for similar issues of a shorter disinfect time on the aer was reviewed and the hazard/risk index was 6, which indicates the associated risk is low. Due to the low health/risk index, no further action is required. There were no parts returned for investigation. The root cause was determined to be use error of incorrectly setting the disinfect time on the aer unit. There were no human reactions due to this reported issue and hence no additional evaluation of the disinfectant is required. The cidex opa solution IFU states that manual processing of cidex opa solution should be done at a minimum of 20 degrees c with an immersion time of at least 12 minutes. Cidex opa solution can also be used in aers that can be set to a minimum of 25 degrees c with an immersion time of at least 5 minutes. If the aer cannot be set to a minimum of 25 degrees c, then the time and temperature stated in indications for use, manual processing should be followed. In the customer letter and instructions package that addresses disconnecting the aer heater ((B)(4)), it states the following: "cidex opa solution users: if you are using cidex opa solution, you must disconnect the heater and use the cidex opa solution in accordance with its label directions of 12 minute immersion time at 20 degrees c. The heater can be disconnected by having your technician follow the enclosed instructions. Asp recommends that the user check the solution temperature in the basin on a regular basis per institutional guidelines". It was confirmed that the customer received the customer letter and instructions package in regards to disconnecting the aer heater ((B)(4)) on (B)(4) 2010.

Event description:
The customer reported that they do not remember being informed to increase the disinfectant time from 5 to 12 minutes after disconnecting their automatic endoscopic reprocessor® (aer) heater a couple of months ago. The customer was using cidex® opa in a scope washer with the heater disconnected with a soak time of 5 minutes. The customer states that they keep a very detailed log and follow-up with patients after procedures to make sure they are alright and so far there have not been any reports of human reactions or injury due to this issue. The customer has updated their aer soak time to 12 minutes.

Manufacturer narrative:
The product correction letter sent to every aer customer states actions required to be taken immediately: cidex opa users: if you are using cidex opa solution you must disconnect the heater and use the cidex opa solution in accordance with its label directions of 12 minutes immersion time at 20 degrees c.